Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3708660, serial (B)(4), implanted: (B)(6) 2015, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient with an implanted neurostimulator (ins). It was reported that the patient had been experiencing intermittent jolts in their shoulder. No known positioning or behavior caused the issue; no fall was reported. This did not interrupt their therapy, which they are still responding well to. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative indicating that no actions/interventions were taken to resolve the issue. The cause was unknown and the issue is not yet resolved.